Event description:
Pt called lfs and alleged that the meter was reading inaccurately high. The pt obtained two results of 350 and 360 mg/dl. The pt then tested on another meter and then obtained a result of 178mg/dl. Comparing one meter to another is not a valid comparison. The pt did not report any symptoms at the time of testing. No medical intervention was required. The test strips were in good condition, codes matched, and the technique for cleaning the puncture area was done correctly. The pt stated that the blod was not applied correctly to the strip. The pt also performed two control solution tests, which failed. Based on the info provided, there is evidence of meter malfunction; however, there os no evidence of a serious injury. A new bottle of control solution and test strips are being sent to the pt. No further info has been reported.